Event description:
It was reported via a medwatch report received from FDA, that the user inadvertently placed the catheter over a spring wire guide into the right subclavian artery instead of the right subclavian vein. A follow-up x-ray showed abnormal catheter position, and when the catheter was attached to the monitor, an arterial waveform was obtained. The catheter was removed and an "angio-seal" closure device was placed. The pt was anticoagulated with heparin and recovered without further complications.